Manufacturer narrative:
The manufacturer's service rep performed an on-site investigation. The power supply and the video were reconnected. The system operates as intended.

Event description:
The customer reported that the image would disappear when the monitor was moved. No pt injury was reported.